Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, klebsiella serratia (<10 cfu) were detected from the sample collected from the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, bht innova or steelco ew2, using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
05-05-2021. The user facility commented that the following five endoscopes were possibly infected with klebsiella. Bf-f260 (sn: (B)(4), bf-f260 (sn: (B)(4), bf-p260f (sn: (B)(4), bf-uc260fw (sn: (B)(4), bf-uc260fw (sn: (B)(4). The doctor of the user facility has operated a procedure using these endoscopes for some patients. The user facility confirmed that a patient was infected with klebsiella. The source of the infection and the number of infected patients are unknown. Other detailed information such as the reprocessing method was not provided. Olympus medical systems corp. (Omsc) is submitting five medical device reports according to the number of infected endoscopes. This is 3rd of 5 reports (regarding bf-p260f, sn: (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.